Event description:
It was reported that tip detachment occurred and remained inside the patient. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified mid artery. A savion flx guidewire was selected for use. During the procedure, upon crossing the lesion, there was resistance, and wire became stuck. Consequently, it was noted that the tip broke off in subintimal plane. The guidewire was removed fractured. There were attempts to remove the detached tip by flushing, however, it was decided to leave it inside the patient as it was non flow limiting. There were no patient complications reported and the patient was fully recovered.